Event description:
It was reported the patients blood glucose level rose to 365 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a manual injection of insulin was given.

Manufacturer narrative:
The internal lot and serial # extracted from the device microprocessor, and also appears on the data graph, is expected to not match the external lot and serial number that is stenciled on the device that was returned. The external lot and serial number is the identifying number in our systems, to ensure traceability (refer to image in additional comments). Blood was observed on the adhesive pad. The exposed portion of the soft cannula was observed to be damaged (figure 1). Fluid was observed leaking from the damage (figure 2). The timing and cause of this damage could not be determined. The device was downloaded. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. No other damages or defects were observed during investigation.